Manufacturer narrative:
Additional information: g3, d6b (removed explanted date). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal use, there was a leak at the junction of the venous extension tube and bifurcate of the catheter. Tego was not utilized. There was no luer adapter issue. The insertion site was treated prior to product placement. Flushing was not done prior to use. No other defects/damages found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. The clamp was moved periodically. An unspecified name of a cleaning agent was used on the device. The product was replaced with the same product ID (identifier) and lot as the intervention and the treatment was completed. There was no blood loss. Blood transfusion was not required. There was no reported patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during normal use, there was a leak at the junction of the venous extension tube and bifurcate of the catheter. Tego was not utilized. There was no luer adapter issue. The insertion site was treated prior to product placement. Flushing was not done prior to use. No other defects/damages found on the product. No other products were being utilized with the device. Nothing unusual was observed on the device prior to use. The clamp was moved periodically. A cleaning was used on the device. The product was replaced with the same lot as the intervention and the treatment was completed. There was no blood loss. Blood transfusion was not required. There was no reported patient injury.